Manufacturer narrative:
Product available to stryker: updated. Expiration date: added. Returned to manufacturer on: updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). Automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found that the ptfe (polytetrafluoroethylene) coating was found to have peeled in several places from its proximal end. In some places the ptfe coating was scraped on one side of the guidewire and around the wire. Information provided by the customer indicated that the guidewire was confirmed to be in good condition after unpacking and during preparation, the device was prepared as per the directions for use (dfu), continuous flush was maintained throughout the procedure, and a torque device was used. Additionally, it was reported that the coating flaking was noticed during initial insertion into the microcatheter, resistance was felt when inserting the guidewire into the microcatheter. Based on analysis, it is possible that the ptfe coating was damaged as a result of not securely fastening the torque device which in turn could lead to slippage and scraping of the wire coating. However, because the torque device was not returned for analysis, this could not be confirmed. Therefore, a root cause of undeterminable has been assigned to this complaint.

Event description:
It was reported that the subject device started flaking off. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject device started flaking off. There were no clinical consequences to the patient due to the reported event.